Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced that the infusion set had blockage in the tubing, which cause the patient's blood glucose levels was elevated to 410 mg/dl, therefore patient had received correction injection via mdi. The patient changed supplies as necessary and resumed insulin therapy. No further information available.